Event description:
A pump refill was performed on (B)(6) 2011. The pt felt mild symptoms of withdrawal on (B)(6) 2011. It was only possible to aspirate 0.1ml of cloudy fluid from the pump on (B)(6) 2011. The hcp had done some changes and emptied her pump and filled it with saline; the pump was supposed to be free and clear of any medication. The hcp then gave bolus to clear the internal pump tubing and catheter, and start her back at a lower rate. "A little while later", she was not feeling well and her blood pressure had dropped. The pt was seen in the emergency room (ER) on the night of (B)(6) 2011, in severe withdrawals. It was stated that "there may have been drug left in the internal pump tubing." The pt was reported to be doing fine on (B)(6) 2011 and was being prepared for discharged with her pump set at a lower rate than her original dose was.

Manufacturer narrative:
(B)(4).